Event description:
The customer reported his blood glucose reached 400 mg/dl less than 2 days after the pod was activated with ketones reading of 1.6. He gave himself a correctional bolus of insulin (exact dosage was not provided) and was not able to lower his bg level. Upon inspection he noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.